Event description:
Information received a smith medical ambulatory infusion pumps cadd solis vip pumps - 2120 cassette type alarm message.. No patient adverse events reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a contamination by the downstream occlusion (dso) sensor seal and chassis. Event log history was performed and indicated that high alarm displayed: unknown cassette type was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the cassette detector pins were stuck due to contamination and was the cause of the reported issue. Service replaced all three cassette detector pins to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.